Manufacturer narrative:
Investigation summary: the event unit and a photograph were returned for evaluation. Upon inspection, engineering found that the jaws were not parallel. The exact cause of the misalignment is unknown; however, jaw misalignment can be caused by device actuation on thick, dense material with the jaws aligned non-perpendicularly to the application plane. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. This document represents our final report.

Event description:
Lap chole - "3 clips were placed and formed correctly on the cystic duct. 2 clips were then placed on the artery and scissored. The use of our clip was discontinued and an ethicon er420 12mm clip was used to the last clip on the artery. See pictures attached." Patient status - "good."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.